Event description:
A customer received discrepant gentamicin results for two patient samples. Initial and repeat testing were performed on the same cobas integra 800 clinical chemistry analyzer. Patient 1, initial gentamicin result was 4.0 ug/ml. The same sample repeated gave 0.7 ug/ml. Patient 2, initial gentamicin result was 1.1 ug/ml. The same sample repeated gave 0.6 ug/ml. The initial results were reported outside the laboratory. The physicians called and stated the patients had not been "dosed" yet and questioned the initial gentamicin results. The patients were not treated based on the initial results. The gentamicin reagent lot number was 62136501. The field service representative did not determine the cause of the discrepancies. He performed maintenance, cleaning, performance checks and quality control.

Manufacturer narrative:
Neither of the affected samples nor the raw data from the measurements in question were available for investigation. The specifc root cause could not be determined. The patients were not adversely affected.

Event description:
Received information from medtronic representative reporting telemetry problems with the ins. The ins was unresponsive to telemetry attempts by the physician and patient programmers, as well as the recharger. Using the antenna locate feature resolved the telemetry issue and resulted in a power on reset condition on the recharger's screen. Medtronic representative was attempting to clear the power on reset. No other information was provided. Additional information has been requested and if received a follow up report will be sent.